Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was defective. Therefore, the reported condition was confirmed. An assessment was performed and it was observed that the unit was running intermittently. It was further observed that an unknown substance was found on the back plate of the electronic control unit (ecu) and the ecu was working intermittently, an unknown substance was found in front of the motor and the ball bearings, and the motor was damaged and made an unusual noise. The assignable root cause was determined to be component damage caused by improper maintenance and cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was defective. It was reported that there was a five minute delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly. .